Event description:
It was reported that the device would not charge defibrillation energy. During the daily self-test, an event code was logged into the device's memory, indicating that the therapy pcb assembly needed to be replaced. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). The device was not evaluated by physio-control. A third party service agent evaluated the device and verified the reported failure. The third party service agent replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. After the repairs, the device was returned to the customer for use.